Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The cause for the iipv found in the device logs was determined to be insufficient drain due to false empty detect at initial drain. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The ultrafiltration volume was 1770ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported. No additional information is available.